Event description:
It was reported the patient was implanted with a monarc sling. The patient experienced chronic pain and suffering, emotional distress, erosion of internal bodily tissue, dyspareunia, painful scarring and hardening, worsening urination, impairment, disability, and permanent injury. The patient underwent a non-specified additional surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.